Event description:
The customer reported that the clear insulation on the device detached. Nothing fell into the pt cavity. The surgery was completed with another energy device. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-u report will be submitted.